Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device replacement procedure for normal elective replacement. Prior to procedure, the right ventricular (rv) lead exhibited noise, in which, when the physician opened the pocket, the rv lead was shown to have an abrasion. The physician repaired the lead and the patient was in stable condition.